Manufacturer narrative:
No lens was received from the patient for investigation. No medical record of the patient was obtained. The specific lot number involved in the event is unknown. Our distributor checked their database and provided us the possible lot numbers supplied to the patient for evaluation. The specifications, appearances, sealing integrity for the stock lenses from the possible lot numbers were inspected. The specifications were all met the acceptance criteria, and the lens appearances were all intact without any defect. The seal integrity of these blister packages was also all intact without any defect. The sterility test for the stock lenses was also conducted. The observation results showed that the products were completely sterilized and free from the presence of viable microorganisms. The manufacturing records of the possible lot numbers were reviewed, there's no abnormality found. Each manufacturing process complied with the requirements and was operated under normal and stable conditions, and the products passed the routine tests/inspections. All the products were released under the qualified status. The history records of complaint, nonconformity issues and adverse event were also reviewed, and there was no trend could be identified. Based on the above investigation results, no abnormality with the lenses or the manufacturing process was found. Despite the root cause could not be determined due to limited information, from the investigation above, relevance between the event and the defect or malfunction of product could not be identified. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
On 16-may-2023, an email was received from the product importer/distributor. It was reported that a patient (pt) stated to develop a series of eye-related medical problems after wearing the lens. He required medical treatment and was diagnosed with recurrent pterygium, corneal abrasion, a corneal ulcer, recurrent corneal erosion, dry eye syndrome, discomfort and irritation in his eyes, headaches, eye pain, blurry vision, an eye infection, redness, and migraines. The pt also mentioned that he lost his vision completely, for a brief and temporary period. While he has regained full vision in both eyes, he still experiences and deals with many, if not all, of the conditions explained above. The date that pt wore the reported lens was unknown. No additional information was received at the time of this report. The patient's current condition is unknown.